Event description:
Customer reported issues with the insulin with the insulin pump. Customer states that the buttons are not responding. The insulin pump will be replaced. The blood glucose reading is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).